Event description:
Dr. (B)(6) implant surgeon of the hospital reported to our sales rep (B)(4) that a pt came in with pain. X-rays were taken and it was observed that the nail was broken. The femoral head screw did not hold, so it was not possible to perform the surgery procedure. A new surgery is appointed for (B)(6) 2012. (Endoprosthesis).

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.